Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the left artery. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 4.0x12mm promus element drug-eluting stent was deployed to treat the lesion. However, post stent deployment, proximal dissection was noted. Another 3.5x20mm promus element stent was deployed overlapping the proximal end of the previously implanted 4.0x12mm promus element stent to cover and treat the dissection. No further patient complications were reported and the patient's status was stable.